Manufacturer narrative:
Additional information was received on (B)(6) 2019. The explant date was changed to (B)(6) 2019. D7 has been updated. The mentor failure analysis lab received the device for evaluation on 9/16/2019. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 10/4/2019. Device evaluation summary: according to the reported information, the patient experienced a deflation of the breast saline implant. During visual evaluation a crease was observed in the posterior view also a tear was noted within the crease, measuring approximately 1.0 cm. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 1/2/2020. When the device was explanted, it was replaced with a new mentor smooth round moderate profile 575cc saline prosthesis that was ultimately filled to 625ccs. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: mentor smooth round moderate profile 575cc saline prosthesis, catalog #3501690, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with a mentor smooth round moderate profile 575cc saline prosthesis experienced spontaneous right sided deflation post procedure. The problem was first noted by a loss in fullness of the superior portion of the breast resulting in difficulty fitting into her bra. The deflation was later diagnosed at the physician¿s office. As a result, an explant was performed on (B)(6) 2019.